Event description:
Pseudoseptic reaction in right knee (joint inflammation) [arthritis]; knee effusion [joint effusion] case description: a spontaneous report was received on (B)(6) 2009 from a health care provider regarding a (B)(6) female pt with a history of osteoarthritis of the knee, initials (B)(6), who experienced pseudoseptic reaction after receiving synvisc-one. The pt received an injection synvisc-one into her right knee on (B)(6) 2009. The hcp reported that the pt has a pseudoseptic reaction after receiving synvisc-one in her right knee. The pt went to the emergency room due to the adverse reaction and her right knee was aspirated. At the time of this report, the outcome of the pt was unk. The qa results for this case were received on (B)(6) 2009. The production and quality control documentation for lot# r0905, with expiration date 04/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufactures comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary - the production and quality control documentation for lot# r0905, with expiration date 04/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.